Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received six closed and two open units. In the open units there is only one suture with the needle detached from the thread. No further analysis can be done to these samples. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: sri lanka. It was reported that there were 2 breakages/needle detachments during surgery. Information was not provided doe each surgery effected. Facility staff randomly selected unopened sutures to test and confirmed needle detachment occurrence in nine of the ten selected. Med watch submissions related to this report are: 2916714-2016-00811.